Manufacturer narrative:
The device failed to meet its specifications; it has not been used at the time of the event. There has been no adverse event sustained as a result of the issue. In case of a broken panel holder, it may lead to stop of ventilation (extubation) or injury. Based on the information collected to date, the provided problem description, and the inspection of the device conducted by the technician, it has been clarified that the panel holder has been broken off. The issue has been resolved by replacing broken part and the device was delivered to the user in working condition. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). In case of broken panel holder, it may lead to stop of ventilation (extubation) or injury. The ventilator system has been successfully tested according to relevant environmental standards regarding mechanical strength (shock, vibration, drop, etc.). Due to previous complaints, the panel holder design was changed to strengthen the holder even more. This design change was implemented may 2016, our investigation shows that the reported device was manufactured 4 years before this design change was implemented. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain. No further actions have been deemed necessary.

Event description:
It was reported that the user interface holder broke. There was no patient harm. Manufacturer's ref (B)(4).